Manufacturer narrative:
The investigation for the reported low pump flow and delivery issues has been completed. Neither the impella device nor the data logs were returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The cause of the low pump flow issue most likely was cannula kink due to patient condition as the patient had stents at bifurcation. The cause of the delivery issue was patient condition related due patient vascular condition. Potential adverse events (united states). "Acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ to conform to updated procedures, section d6 has revised with updated information.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient had an attempted impella cp implant and there was a catheter kink. There were multiple interactions trying to pass bilateral iliac stents at the bifurcation. The impella flows would not exceed 1.2 liters per minute. The impella sheath and pump were replaced.